Manufacturer narrative:
Device discarded at user facility. Unavailable for evaluation.

Event description:
It was reported to target that during an aneurysm embolization the gdc broke through the dome of the mca aneurysm. The physician continued to detach the gdc. He displayed 6 gdc consecutively and completed the embolization. The half part of the first deployed gdc was still attached outside the aneurysm. The patient condition is good. The physician does not think the incident is device related.